Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would intermittently "flash green". There was no reported impact to the customer's blood glucose level. At the time of the report with tandem technical support the touch screen was functioning as intended. Reportedly, customer reverted to an alternate pump for insulin therapy.